Event description:
Had mentor breast implants in 2004 . Decline in health, debilitating fatigue, brain fog, arthritis, candida, anxiety, depression, headaches. Feel like my body is being poisoned by toxins and chemicals.